Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted, upon completion of the evaluation.

Event description:
It was reported, that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose (bg) was greater than 600 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer addressed the elevated bg by manual insulin therapy. Customer went to the emergency room. And was ultimately admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue. And there was no permanent damage. Customer was released from the hospital on (B)(6) 2023. And ultimately reverted to an alternate method of insulin delivery.